Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4) event occurred in united states it was reported that the patient faced adhesive event with an infusion set, which fell off during use on (B)(6) 2024 after being in use for one day. The patient was engaged in physical activity, sweating, swimming, or bathing. No dressing or tape was applied over the infusion set but an adhesive aide, IV prep, was used. However, the insertion site was cleaned, air-dried and was free of hair. The blood glucose level at time of event was 180 mg/dl. Patient replaced the infusion set and resumed insulin. No further information available.